Manufacturer narrative:
A subcutaneous implantable cardioverter defibrillator (s-ICD) system was successfully implanted eight days later. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified no anomalies. Review of device memory found a shorted lead fault was recorded on (B)(6) 2017 after a shock was attempted. Further review confirmed that the rv coil to ra coil shock vector was used. It was noted that the ICD did not trigger elective replacement indicator (eri) while implanted. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy.

Event description:
Boston scientific crm received information that over seven and a half years ago during a device interrogation a shorted condition on the shocking lead was detected for right ventricular (rv) lead and previously implanted implantable cardioverter defibrillator (ICD). At that time it was noted the patient had received multiple shocks a few months earlier where the shock impedance measurements were less than 20 ohms. The ICD was at elective replacement indicator (eri) and underwent a revision procedure where it was explanted and replaced with another manufacturer's device. It was noted that the patient has an abdominal implant and during the procedure the physician was unable to gain venous access, thus the rv lead remained implanted with the new ICD. Over seven and a half years later the patient underwent another revision procedure for reported normal battery depletion. During that procedure when a new ICD was connected to the existing rv lead, impedance measurements were within normal limits. When the patient was induced, a code displayed which indicated the lead had shocked into a shorted lead condition. Review of the episode found the shocking lead impedance at less than 20 ohms. The patient was subsequently externally rescued. It was noted that when testing through the device following the unsuccessful induction shock, the shock impedance measurement was 50 ohms. The physician requested another device. This new ICD was connected and another induction test was performed with the same code indicating the lead had shocked into a shorted lead condition. The field representative stated that a pop sound was heard at the time of induction. The patient was once again externally rescued. The rv lead was surgically abandoned and both new icds were attempted and not implanted. The abdominal pocket sewn shut.